Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery "to remove mesh and recurrent incisional hernia repair." The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch, reference number 0010302, lot number 43iqd407 was implanted to repair the hernia defect. On (B)(6) 2010: the patient underwent an additional surgery to remove mesh and recurrent incisional hernia repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch, reference number (B)(4), lot number 43iqd407 was implanted to repair the hernia defect. (B)(6) 2010: the patient underwent an additional surgery to remove mesh and recurrent incisional hernia repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿a large amount of preperitoneal fat was incarcerated within the umbilicus and this was dissected off. The fascial edges were dissected out in all directions and a piece of medium ventralex mesh (device #1) was placed into the abdominal cavity and sutured. ¿ (B)(6) 2010 - patient was diagnosed with recurrent incisional hernia and pain thereby underwent open repair with removal of ventralex mesh (device #1) and implant of ventrio mesh (device #2). Per operative notes, ¿there was dense scar tissue surrounding the old mesh (device#1) and inflammation on exploring the wound. The mesh was separating into 2 pieces with the gore-tex being down inferiorly and the marlex portion being adherent to the fascia of the posterior aspect of the umbilicus. The mesh was completely excised. Once the mesh was excised, adhesions were taken down. A ventrio mesh (device #2) was placed onto the abdominal wall using tacks and sutures.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence, additional surgery to repair the hernia recurrence, removal of mesh, permanent and severe scarring, disfigurement and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery "to remove mesh and recurrent incisional hernia repair." The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 6 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, scar tissue, inflammation, adhesion and material separation thereby underwent removal of mesh. The instructions-for-use supplied with the device lists adhesions and inflammation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.